Event description:
It was reported that the patient had been in the hospital 2x for the last couple of weeks. The patient had "no energy" and had fevers. The last 3-4 days, patient developed a "knot" sticking out of his back, and there was redness above the ins (around the incision site). The patient was getting stim. Around his rib cage at times. The healthcare professional had run tests ; could not determine what was wrong. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead: model # 3778-45, lot # v329556021, implanted 2009 (B)(6), explanted unknown; lead: model # 3778-45, lot # v332698025, implanted 2009 (B)(6), explanted unknown; programmer: model # 37743, lot # nke136121n; recharger model # 37752, lot # nka130427n.